Manufacturer narrative:
Findings: unit received with frozen screen and a constant audio alarm, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test or verify any alarm due to frozen screens. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had audio and beep anomaly. Customer's blood glucose at time of incident was unknown. Customer was advised that she will receive a replacement pump.